Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an esophagogastroduodenoscopy (edg) with stent placement procedure on a male pt. According to the complainant, difficulty was encountered during attempts to deploy the stent. When pulling back the exterior blue catheter handle in order to release the stent, the metal portion of the device bent and kinked. The exterior blue catheter handle broke. The stent could not be deployed. The procedure was not completed. There were no pt complications reported as a result of this event. The pt's condition was reported as satisfactory.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.